Event description:
It was reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information from an attorney alleges lead failure and that the patient was injured.

Event description:
It was reported that there was an apparent lead fracture. The lead was explanted and replaced. Additional information from an attorney alleges lead failure and that the patient was injured. Further alleged that the device fired improperly". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
It was reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information from an attorney alleges lead failure and that the patient was injured. Lead(s), fracture of device failure.